Manufacturer narrative:
Concomitant products: a 0.018 boston scientific v-18 hydrophilic wire; 1.7 spectranetics laser; bard .018 ultraverse 2.5mmx300mm balloon; 5x2 cook .035 balloon. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the physician was attempting to place the stent he encountered tracking difficulty between two previously placed stents. The target lesion was the superficial femoral artery. Two g50164 stents had already been placed in the patient¿s superficial femoral artery- one in the proximal portion and one in the most distal portion. A third device was to be placed in the middle section of the superficial femoral artery connecting the other two stents, but the stent would not track through the other stents. It was assumed it was due to the transition between the stent catheter and the 0.018 boston scientific v-18 hydrophilic wire that was in use at that time. The physician then treated the patient below the knee with a balloon and laser, then changed to a new wire and attempted to place the stent once more, but it was difficult to pass through the first stent and would not overlap with the second stent. The physician then attempted to expand the stents with a balloon, but this was unsuccessful. The device was removed and examined, revealing that the tip of the stent placement catheter was jagged. A new device was used, and the procedure was successfully completed without further incident. There were no injuries or additional procedures.